Event description:
A gastrostomy tube (g-tube) was placed. Almost two months later, the hub was noted to have a large crack in it, and g-tube was replaced. Reporter noted that this was second time the hub had cracked. The patient was not harmed.